Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high a1c-2 tina-quant hemoglobin a1c gen.3 result for one patient sample. The initial result was 8.8% and was reported outside of the laboratory. The physician did not believe the result and had the patient redrawn. The result from the new sample was 4.89%. On (B)(6) 2018, the customer repeated the original sample and the result was 4.91%. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 25333201 with an expiration date of 31-jan-2019. The customer stated qc results were in range prior to and after the event. The field service representative found the sample probe was occluded with a clot. He checked all fluidics and adjustments. Successful qc and precision testing was performed.